Event description:
It was reported that following an extensive shoulder surgery, high atrial and rv (right ventricular) pacing impedances were noted. The impedances measured normal at a later check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 lead implanted: (B)(6) 2014; 5076-45 lead implanted: (B)(6) 2014. (B)(4).